Event description:
It was reported that the shock lead impedance values of this right ventricular (rv) lead had been steadily increasing since implant from 67 to 91 ohms. This remained within normal range. Technical services (ts) advised further monitoring. No adverse patient effects were reported. Currently, this lead remains in service.